Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11jan2019. (B)(4). Reporter phone number unknown.philips field service engineer (fse) confirmed the reported issue. The fse replaced the gas delivery system to resolve this issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported that the unit was unable to detect tidal volume. There was no patient or user harm reported. The event date was not specified; estimate used.